Event description:
It was reported that the pump began smoking. In addition, the charging port began burning and melting. Reportedly, the pump was charging during the event. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no reported adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.